Manufacturer narrative:
The DHR for the product in question was reviewed and found completely without any irregularities. Since the product was not returned for evaluation, we are unable to validate this complaint or determine root cause. All products are thoroughly inspected and function tested at time of manufacture. A review of record indicates that there is no similar issue from the same lot number. No corrective action required at this time. The event will be closed. If the additional information could be obtained for further investigation, the supplemental report will be filed.

Event description:
During an endocholecystectomy the plastic inserter ended up in the abdomen when it should have stayed on the surface of a sb836 specimen bag. No patient injury was reported and this malfunction caused a five minute surgical delay. Another engobag was used to complete the procedure. The user facility disposed of the complaint device; therefore, it will not be returned for evaluation.